Event description:
The home care pt's rn pretested the dic tracheostomy tube and placed the tube without any reported difficulty. The pt allegedly experienced a leak and was brought to the emergency room, where sats reportedly dropped to 70 or lower. The tracheostomy tube was replaced by a dr and no leakage was observed. This pt reportedly required three tracheostomy tube changes in a three day period due to leakage.